Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and changes in morphology. The s-ICD was reported to be easily movable in the pocket. At this time, the s-ICD has been reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated this s-ICD exhibited oversensing of p-waves. Surgical intervention was performed and the s-ICD was repositioned in the pocket and continues to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and changes in morphology. The s-ICD was reported to be easily movable in the pocket. At this time, the s-ICD has been reprogrammed and remains in service. No adverse patient effects were reported.